Event description:
Pt reports the previous 2 orders he had a mini spike from each shipment that when punctured in the vial and drawing up dose - there is leaking of medication on the tray. Estimates he lost about 1ml of remodulin between the 2 leaking spikes. Unknown if pt experienced an adverse event or missed dose due to pc. Unknown if defective product is available for return. No additional information provided. Reported to (B)(6) by: patient/caregiver. Reference report: #mw5157172.